Manufacturer narrative:
Product information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a spine procedure the health care provider (hcp) felt that the durepair product was not the same as it was much thinner, didn't feel the same and didn't adhere as normal. The hcp had to take additional measures to ensure the product was secure. There was no known impact or consequence to the patient.